Manufacturer narrative:
Investigation: DHR review was done and no issues were reported during production of this lot. No sample received for this complaint, picture was provided. CT scan was performed on leaking sample which was segregated during production. After this scan additional tests were done on spike component and concentricity of lower part of spike component caused molding deficit on one side of component. CAPA# (B)(4) was initiated.

Event description:
It was reported that there were 5 occurrences of leaking with a bd phaseal¿ infusion set (c61). The following information was provided by the initial reporter: we have had now 5 leaking c61¿s found in production from lot 1011186. This leak seems to be coming from near the weld point and the main plastic body.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 5 occurrences of leaking with a bd phaseal¿ infusion set (c61). The following information was provided by the initial reporter: we have had now 5 leaking c61¿s found in production from lot 1011186. This leak seems to be coming from near the weld point and the main plastic body.